Event description:
Customer reported receiving a no delivery alarm on the insulin pump during bolus. Customer stated that they have also received a no delivery alarm while the reservoir is half full. It was noted that the alarm may have been caused by a set or reservoir occlusion. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.